Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced decreasing glucose readings on the ilet and fingerstick, expressed concern that the ilet delivered too much insulin without a meal announcement, and treated perceived lows with oral glucose while also consuming a snack. Symptoms included hypoglycemia with cgm values in the 60s to 80s mg/dl range and concurrent fingerstick values in the 70s to 80s mg/dl. Outcomes included recovery with upward glucose trend after oral glucose and education, with no hospitalization. Investigation included customer support review, troubleshooting, and education regarding low treatment thresholds and the effects of treating readings above 70 mg/dl on algorithm behavior. Investigation of this case revealed no device alarms or malfunctions and suggested contributory factors of unannounced meal, perceived overdelivery relative to intake, and treatment of readings above 70 mg/dl leading to cycling glucose patterns. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.